Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the catheter approximately 6.5 cm distal to the molded joint. Some discoloration was observed in the catheter material distal to the split. A microscopic observation revealed a small, longitudinal split in the catheter. The catheter material surrounding this split was observed to be indented and whitening was observed in the material of the edges of the split. What appears to be abrasive damage was observed in the area surrounding the split. A ¿u¿-shaped indentation was observed adjacent to the split and a small straight indentation was observed directly opposite the split. A small amount of abrasive damage was also observed within the small indentation opposite the split. While the exact cause of the damage observed in the returned sample is unknown, the characteristics of the split suggest the catheter may have been damaged due to contact with a hard surface or instrument and/or compression of the catheter tubing. As a note, the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of redt4246 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter leaked near 5cm mark during functional test. No information regarding the event was provided.